Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a ventricular arrhythmia below the programmed detection rate approximately 4 months after the implantable cardioverter defibrillator (ICD) was implanted. It was unknown if the device was reprogrammed. Review of the manufacturer's database revealed the patient died 4 days later. Cause of death and additional details are unknown.